Event description:
Rptr used the ab energizer belt. They developed gallbladder pain and malfunction, elevated liver enzymes (fat digesting ones). Rptr knows other people with same problem who also use this product. One had gallbladder removed, others having gallbladder problems. Seems it shocks right where the gallbladder is. Heard that there has been problems in this area.